Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (renal dysfunction and patient condition) could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 29dec2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for evaluation and management of volume overload with worsening kidney function despite stopping arb (angiotensin receptor blockers). Patient has been started on lasix drip on (B)(6) 2020. Rhc (right heart catheterization) showed low cardiac index by both fick and thermodilution with elevated right and left sided filling pressures and mildly decreased pa saturation (60.7%). Patient was started on dobutamine (B)(6) 2020 responded well to bumex 6 mg IV tid. Patient was discharged home (B)(6) 2020.